Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The field service engineer (fse) replaced the user interface assembly. The user interface (ui) assembly was return for analysis. An investigation was performed and the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.